Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that the patient had an unrelated surgery on (B)(6) 2018 and turned off their stimulation. The patient dropped to the floor after a chair broke and then noticed that they could feel stimulation. For over a week or so, "maybe longer" they could still feel it even though the stimulation was off. The reported they normally did not feel stimulation when the implant was on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.